Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been investigated. Upon investigation the battery charger/modem was resetting, component u13 (flash cmos microcontroller) was shorted on the bedside board, and the battery board was contaminated. The cause for the failure was isolated to the shorted components, u13, and the corrosion on the battery board. The root cause for the shorted u13 component as well as the battery board contamination could not be positively identified but was likely ingress of an unk liquid. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't power up monitor) has been confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the battery failure was isolated to a contamination on the battery pca board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the defective charger/modem or battery pack. The pt received a replacement battery charger/modem and battery pack. Device manufacture date: charger modem, battery pack: 08/2011.

Event description:
A (B)(6) female pt called zoll customer support to report that her battery charger/modem was smoking when she removed the battery pack. The pt was issued a replacement battery charger/modem and a replacement battery pack.